Event description:
It is reported that the anterior femoral cut revealed 2mm to 3mm notching of the femur. Because of this, a prophylactic wire was placed.

Manufacturer narrative:
This report will be amended when our investigation is complete.